Manufacturer narrative:
Treatment tip was discarded by the user and is therefore not available for evaluation. System data logs were reviewed. Evaluation of the data confirmed the system and hand piece performed as expected. A review of the device manufacturing record has been initiated, but not yet completed.

Event description:
A distributor report was received indicating that a patient experienced blistering on their left side face and neck following a thermage cpt treatment. The clinician reported that the patient was administered topical anesthetics prior to treatment. Treatment was completed at a maximum power level of 4.5 and ample coupling fluid was used. The treatment tip was inspected prior to and throughout treatment every 100-200 reps. No abnormalities were noted during the tip inspections. Clinician indicated between 50-80 reps had been completed over the affected area. Immediately following treatment the clinician noted blisters forming on the left cheek and neck of the patient. Patient was then treated with ice and administered burn ointment and growth factor gel. Initial report of patient status was scabbing. Patient outcome picture was provided. The available picture was reviewed by medical reviewer. The scab is recovered. Hyperpigmented post inflammation areas are visible on one side of the face.

Manufacturer narrative:
A review of the manufacturing records showed that all requirements were met. Customer reported no system error or anything out of the ordinary occurred during treatment. Based on the available information, no causal factors can be determined and no conclusions can be drawn. The final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The complaint type identified within the risk analysis and is performing within anticipated rate.